Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In 19-july-2019 literature article entitled: ¿total hip arthroplasty for the treatment of osseous ankylosed hips¿ by young-hoo kim, md; s-h. Oh, md; j-s. Kim, md; and s-h. Lee, md. Published by clinical orthopaedics and related research number 414 (2003) was reviewed for MDR reportability. The study¿s objective was to identify if there is any difference in the incidence of loosening of total hip prostheses between the patients with surgically or spontaneously fused hips. If there is any difference in the incidence of loosening of the hip prostheses between the patients with cemented and cementless total hip arthroplasties. What the incidence of wear of the polyethylene liner in each group is and what the incidence of osteolysis in each group is. The models of prostheses used include cemented stems: 18 elite cdh, 20 were elite and 4 were charnley. Cementless stems: 43 were profile stems 2 were competitor. A cementless duraloc cup was used in all hips in the cementless group by either press fit or by utilizing 1 or 2 screws. Cemented charnley all-poly cup. 43 depuy femoral head 22-mm. The study identified the following to be adverse outcomes: pain; osteolysis; joint laxity; polywear; femoral and acetabular loosening; leg length discrepancy; ambulation difficulties; stem malpositioning; decreased range of motion; bone fracture; dislocation; peroneal nerve palsy; femoral nerve palsy; infection; surgical revision / intervention.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision depuy synthese of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.